Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 300 mg/dl and insulin injections were used to address the high bg level. The customer disconnected from the pump and reverted to insulin injections to manage diabetes. Tandem customer technical support (cts) was unable to perform a system check to determine a possible cause of the occlusion as the customer had disconnected from the pump. However, cts confirmed with the customer that the pump was functioning as expected with a system check using water.